Event description:
It was reported that after a routine colonoscopy with a colonovideoscope, with propofol sedation, the patient died. The procedure went for almost 2 hours, which was stated to be normal for the facility. It was also the first time this scope had been used. The surgeon noted that the actuator became difficult to articulate during the procedure but the scope was examined post procedure and the articulation seemed normal. There was no indication during the procedure that the patient was hemodynamically compromised. The patient did not wake up in the recovery room. The rapid response team was called as the patient's respiratory and heart rates were increased, and their abdomen was distended. A computerized tomography (CT) scan, electrocardiogram and cardiac enzymes were performed. The CT scan showed free air in the abdomen and a perforation was suspected. The patient was intubated and then flown to an out of state hospital as the initial facility did not have an intensive care unit. The patient underwent removal of a portion of their bowels. It was stated that bleeding and clotting occurred and the patient ultimately expired. An autopsy report as well as additional circumstances surrounding the event were requested multiple times but not received.

Event description:
The customer contact clarified that the suspected perforation was indeed a confirmed perforation.